Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue may have been the result of one or more of the following: faulty charged coupled device (ccd) unit/circuit board inside connector broken due to the device handling, earth ground wire not connected, insertion/removal of the scope connector while power of system was on, and or a damage to the ccd cable. The event may be prevented by following the instructions for use which state: ¿important information ¿ please read before use: precaution for disappeared or frozen endoscopic image: - do not bend, hit, or twist the insertion section, control section, universal cord, and endoscope connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like the ccd cable can result. - turn the video system center on only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center indicating, prior to procedure, the evis exera ii bronchovideoscope had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the scope body had scratch, the drum unit was defective, the universal cord was wrinkled, the universal cord was scratched and the device had insufficient angle. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.